Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced two infusion set tubing leakage events since (B)(6) 2024. The set was in use for less than a day. Blood glucose levels were 300-350 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1890788 - MDR 3003442380-2024-08849 - device 2 of 2.